Event description:
The collamer lens model cc4204bf, diopter +29.5, felt tight in the cartridge. The lens was not implanted and there was no pt contact or injury. An msi-pf injector, lot number unk, and the sfc-25 fp cartridge, lot number 1195937, were used.

Manufacturer narrative:
Results - visual inspection of the cartridge had no visible damage and the lens was stuck in the loading area of the cartridge. There was evidence of surgical residue. Conclusion - based on the complaint history and the eval of the returned products, a specific root cause of the event could not be determined.